Event description:
It was reported that patient's right ventricular (rv) lead exhibited loss of capture. The patient experienced arrythmia and syncope. The lead was explanted and replaced. The patient was stable.